Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one eea xl 28mm single-use stapler. The event report alleges the product was used in a surgical procedure. The visual inspection of the staple guide noted the presence of a full complement of staples. Inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. In addition, part of the anvil crush ring was observed to be crushed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the anvil tilting prior to firing may occur if the device is closed over an excessive amount of tissue which compresses the crush ring. The root cause of the observed damage was noted to have possibly occurred during normal use of the product, which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic hand assisted colon resection procedure. The stapling device was being applied to the large colon. The stapler was in position, the anvil was attached and the spike was closing down. When the stapler reached the green in the window, the surgeon observed that the purstring around the anvil broke. The anvil was detached and the proximal colon was open around the anvil. It was also noted that the tilt tip anvil had flipped into the sideways position. In order to resolve the issue and complete the case, another device was opened. There was no patient harm. The patient status is alive, no injury.